Event description:
It was reported that 120 days after implantation of a 3.0x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 99% was reported. A 3.0x20mm taxus stent was deployed at 13 atm in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The pt received angiomax during the procedure. The pt presented 120 days after the initial procedure with a 99% in-stent restenosis with timi I grade flow in the proximal lad. An attempt to cross the lesion with a 3.0x16mm taxus stent was initially unsuccessful. The lesion was then dilated with a 2.5x15mm maverick balloon inflated to 7 atm. The 3.0x16mm taxus stent was deployed at 20 atm in the proximal lad. Subsequently, a 3.0x12mm taxus stent was deployed proximal to the previously deployed stent at 24 atm. A post-intervention residual stenosis of 0% with timi iii grade flow was reported. The pt received aspirin and plavix prior; and heparin and angiomax during the procedure.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.